Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric, de novo, 24 x 3.50, target lesion was located in the non-tortuous and non-calcified left circumflex artery. There was a significant bend greater than 90 degrees. Following pre-dilation, a 20 x 2.75 promus select stent was introduced to treat the target lesion. However, the device could not cross the lesion and a significant bend was seen in the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric, de novo, 24 x 3.50, target lesion was located in the non-tortuous and non-calcified left circumflex artery. There was a significant bend greater than 90 degrees. Following pre-dilation, a 20 x 2.75 promus select stent was introduced to treat the target lesion. However, the device could not cross the lesion and a significant bend was seen in the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.